Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The pump was visually inspected. Attached a standard cassette onto pump and when priming, it alarmed "high pressure"; thus confirming the customer's stated problem of high pressure during infusion. Attached a high flow cassette onto pump and it alarmed "wrong cassette pump won't run" preventing delivery testing. Found signs of fluid corrosion on downstream occlusion sensor. The failure mode was determined to be fluid ingression. The root cause of the failure is a result of the customer/user interfacing with the product in a manner inconsistent with the information for use (IFU).

Event description:
It was reported that a cadd® cadd-prizm® vip system experienced high pressure during infusion. There was no reported patient involvement.